Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of needing assistance increasing basal rates due to settings being touched by doctors while in the hospital for an amputation. Customer was advised that only a healthcare professional can decide on basal amount. Customer reported of having high blood glucose of 500 mg/dl and not wanting for high blood glucose to continue during the night. Customer hung up call prior to troubleshooting for high blood glucose. Call was made to customer and customer declined troubleshooting for high blood glucose and reported of having an appointment with healthcare professional.